Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - failure (event) observed during analysis. Final analysis found that the lead was returned in two pieces. The insulation was abraded at 15.1 cm to 15.2 cm from the connector pin. The abrasion was consistent with constant friction with anotherr imaplantable device.